Event description:
A malfunction was reported by the customer, but detailed information regarding the event was not provided. There was no reported impact on the customer¿s blood glucose level. The pump is being returned for evaluation, and a replacement pump with serial number 1403802 has been issued.